Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Initial reporter: company representative.

Event description:
It was reported that the patient was presyncopal during a ventricular tachycardia in the monitor zone. There were complaints of fatigue and palpitations. The device would not allow pacing the patient out of the rhythm while in the monitor zone. Reprogramming was discussed.